Event description:
It was reported during remote follow up that the right ventricular lead exhibited high defibrillation impedance. Programming changes were recommended but not yet implemented. There were no patient consequences.